Event description:
It was reported that the bone pin clamp extends beyond the internal stop. Unknown at which point of the surgery the event happened. No injury or patient impact has been confirmed.

Manufacturer narrative:
H10: this malfunction has not caused or contributed to a death or serious injury in the past; nor has a medical intervention been necessitated to preclude permanent impairment or, a body function or permanent damage to a body function. The manufacturer has identified that this event should be re-evaluated for MDR reporting. The re-assessment, based on analysis of historical data and risk management, determined that the issue does not meet the threshold for reporting and is a non-reportable event.